Event description:
On (B)(6), 2003, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2010, an intervention occurred. The previously placed gore devices were re-lined with additional gore excluder aaa endoprostheses to treat indeterminate sac growth attributed to endotension. The patient tolerated the procedure well. On (B)(6), 2010, a second intervention occurred. A gore excluder aaa aortic extender endoprosthesis was implanted to treat an unspecified endoleak. The patient tolerated the procedure well. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak.